Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # ni, unknown shoulder head, lot # ni; catalog # ni, unknown shoulder glenoid, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03382, 0001822565-2018-03381. Remains implanted.

Event description:
It was reported patient underwent a shoulder arthroplasty procedure. Subsequently, patient is experiencing unknown complications. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient is experiencing pain five years post primary shoulder and is scheduled for a future revision to convert to a reverse shoulder. No further information is available as the patient has not yet been revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
It was identified the patient pain is secondary to rotator cuff deficiency. This device did not cause or contribute to the reported event. Please void this submission.

Event description:
It was identified the patient pain is secondary to rotator cuff deficiency. This device did not cause or contribute to the reported event. Please void this submission.